Event description:
It was reported that the cartridge was damaged at the septum, interrupting insulin delivery. Customer resumed insulin delivery with the current cartridge. Customer's blood glucose level was 265 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.